Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver does turn by itself without no turning in the masters. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The timing of the large needle driver movement was not appropriate. There was no shakiness and/or friction experienced/observed. The large needle driver moved in the intended direction; however, it was turning non-intentionally. The issue was persistent. The instrument was changed with a backup to solve the issue. No images were available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.